Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 09-jun-2025. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual inspection revealed a hole on the pebax surface; however, no foreign material was observed inside it. The device was connected to the carto 3 system, and it was recognized and visualized; however, a signal noise was observed on the carto 3 screen due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The pebax hole may have originated after the procedure since no reddish material was observed inside it, and the damage is not reported by the customer during the procedure; however, this cannot be conclusively determined. The pebax hole is not related to the customer complaint regarding an electrical issue. For the pebax damage the instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. The noise issue reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿ECG signal interference¿ issue. In addition, biosense webster inc. Analysis finding of the ¿open circuit in the tip area¿. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿a hole on the pebax surface¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface. ECG signal interference. During the procedure, the signal interference (noise) was observed on the intracardiac (ic), body surface (bs), or all ECG (bs + ic) channels. A second device was used to complete the procedure. There was no adverse event reported on the patient. The signal interference noise was observed on the ic channels on the carto 3 system only. The physician had intact ECG signal available to monitor the patient¿s heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 19-jun-2025, observed a hole on the pebax surface. The event was originally considered non-reportable, however, bwi became aware of a hole on the pebax surface on 19-jun-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
During an internal review on 17-jul-2025, noted a correction to the 3500a initial, under the d4. Primary UDI number as it should have been processed as (B)(4). Therefore, corrected. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).